Event description:
Experienced a sample mismatch from the front end of the suspect device to the back end of the suspect device utilizing the software. An internal controls ID was assigned to five position where there should have been pt ID's. Pt data was not released because the site caught the error utilizing the manual verification of sample identification procedure put in place as a result of an urgent product recall.